Event description:
Intralipids hung at approx 2330. Noted at 0030 to be leaking from the bag. Infusion stopped, pharmacy notified, and a new bag requested. Leak noted to be well above the level of the spike in the spiked bag. Does not appear that the spike caused the leaking.